Event description:
Customer reported that patient with known anti-fya did not react with 0.8% selectogen lot 8s268. Patient sample reacted 1+ with homozygous fya cell of 0.8% resolve panel a lot 8ra174. No death or serious injury was associated with this incident.